Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter:" the melted closure and tube material tube with failure (melted) was found on automation line. The photo taken by bim camera was when tube was received at the lab automation and another when closure was taken away.¿ the event description was translated from finnish to english.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper and lip out with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter:" the melted closure and tube material tube with failure (melted) was found on automation line. The photo taken by bim camera was when tube was received at the lab automation and another when closure was taken away.¿ the event description was translated from (B)(6) to english.